Event description:
A customer called beckman coulter regarding discrepant urine test results from a single pt. The customer indicated that the pt was being monitored for pregnancy after an ectopic pregnacy was terminated in 2004. The pt had 2 urine samples tested with an icon 25 hcg test kit and the hcg results were negative (-). Urine samples from this pt collected two months later twice tested negative when tested with the icon 25 test kit. One month later, a urine sample was collected from the pt and tested positive with an icon 25 hcg test kit. An ultrasound test was ordered for the pt to confirm the postive hcg result. The ultrasound result indicated that the pt was 8 weeks pregnant. The customer indicated that there has been no change to pt treatment that can be attributed to this event.